Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that product did not work correctly, and the medication was sprayed out unexpectedly. There were 2 boxes affected. There was unknown patient harms or adverse events reported as a result of the event.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. As a result, the investigation could not confirm whether a quality-related issue contributed to the reported problem. A device history review was performed and no discrepancies or anomalies related to the reported issue. No further action will be taken at this time.